Event description:
Report received from abbott international affiliate (abbott canada) that states: "patient with a head injury had the device in place at time of malfunction. The initial intercerebral perfusion pressure reading was 4 mmhg which did not correspond to the clinical status of the patient. Bolt and transducer were changed and the reading obtained was 25-27 mmhg." The report further states "neosynephrine (dose and route unknown) was administered, 25 nov 98, because reading showed low intercerebral perfusion pressure, product was used to try to increase intercerebral perfusion pressure." "There was no harm to the patient due to the malfunction, and no harm due to the medication (neosynephrine) administered to him unnecessarily." No further information was available.